Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced multiple overnight drops in blood glucose with a nadir of approximately 52 mg/dl while using the ilet system, noting that insulin continued to be delivered despite a downward trend near 97 mg/dl and that a higher overnight target was set; the agent confirmed current firmware, completed troubleshooting and education, and escalated for clinical algorithm review with consideration of a factory reset per clinical guidance. Symptoms included shaking, sweating, and confusion consistent with hypoglycemia. Outcomes included hypoglycemia that was treated with oral carbohydrates without emergency care. Investigation included review of device data and usage reports and referral for clinical evaluation of algorithm performance. Investigation of this case revealed suspected algorithm dosing contributing to low glucose events in the context of a downward trend, with user-reported overtreatment patterns also noted. It was concluded, based on previously established findings for similar reports, that the cause was multifactorial, including possible algorithm behavior and user response to hypoglycemia.